Event description:
It was reported that the patient had multiple revisions. The battery pocket was working its way out and the patient needed another revision or removal. The patient also had "very serious" neck pain that was purple and red and very sensitive to touch. Additional information has been requested, but was not available as of the date of this report.

Manufacturer narrative:
Concomitant medical products: lead model 3998 lot # v175498 implanted: (B)(6) 2009 explanted: unk; extension model 37083 serial # (B)(4) implanted: (B)(6) 2009 explanted: unk; extension model 37083 serial # (B)(4) implanted: (B)(6) 2009 explanted: unk; recharger model 37752 serial # (B)(4) implanted: na explanted: na; programmer model 37742 serial # (B)(4) implanted: na explanted: na; implantable neurostimulator (ins) model 37711 serial # (B)(4) implanted: (B)(6) 2006 explanted: (B)(6) 2009.

Event description:
Additional information received reported the neurostimulator was burning and itching internally. The patient was scratching the skin "raw" due to the itching. It was also noted the patient had a fusion in his neck. The patient's hands and arms were cold, tingling, asleep, and at times had no feeling. The sensation in the patient's hands and arms was becoming a problem with everyday tasks, and there was uncertainly if the sensations were caused by the fusion or by the neurostimulator. Additional information has been requested but was not available as of the date of this report.